Manufacturer narrative:
(B)(4). Blank display due to corroded electronic assembly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, missing display window cover and pillowing keypad overlay. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack starts from inside the battery holder and ends outside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.